Manufacturer narrative:
The 350mm mouiel bipolar insert (cev634-1a) was returned for evaluation: failure analysis: evaluation was unable to conclusively verify the complaint reported by the customer as valid. Therefore, an investigation for cause was unable to be performed. The received device was compliant with the specifications; no defect was found. Root cause analysis: it was determined that the complaint was not related to this component of the device. The investigation did not highlight any defect. This complaint is unconfirmed.

Event description:
This report is 3 of 3 for the insert component of the forceps and is linked to mfg numbers: 3003249645-2024-00007. 3003249645-2024-00008. It was reported that the 350mm mouiel bipolar insert (cev634-1a) was burnt during the procedure. No additional information has been provided.